Event description:
It was reported that the batteries were inserted into the monitor, the button with the question mark symbol was pressed, a beep was heard but the blue light never began to flash. New batteries were tried but with the same result. The monitor was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed that there was an issue with the activator, its assembly was found to be out of specification, specifically an electrical parameter. (B)(4).